Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a expect pulmonary olympus needle was used in the airway during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle was difficult to extend out of the scope in order to perform the thirds pass. The device was unhooked from the adapter and when the device was withdrawn the needle and the sheath was noted to be bent at the distal end. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.